Event description:
Caller reported a pump malfunction after it was dropped. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to reach out again if any issues reappeared and confirmed their understanding.